Event description:
Customer experienced an elevated blood glucose level of 600 mg/dl. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.